Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, infusion products global customer support operations here were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record showed the device had a manufacture date of 06nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14507678 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Received unit, broken latch. Replaced latch. Passed pm checks. Verified functionality to be within tolerance and rts. It was reported there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, infusion products global customer support operations here were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record showed the device had a manufacture date of 06nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Received unit, broken latch. Replaced latch. Passed pm checks. Verified functionality to be within tolerance and rts. It was reported there was no patient involvement.